Manufacturer narrative:
The subject device was returned to osmc for eval. This MDR is regarding the 2nd device of the reported two defected devices. The subject device was returned to osmc for eval. The eval confirmed that the probe broke off at 13.5mm from the distal end. There were scratches, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The mfg history was reviewed, with no irregularities noted. Considering the eval result of the device, osmc concluded that the probe was scratched since the user activated output with contacting the probe with some hard objects. Then the cracks developed from the scratches on the probe by output during the procedure. After that, the probe broke off by physical stress when the user touched it. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Based upon the finding of the eval, this report appears to be related to user handling. This report is one of the two reports. Cross reference MFR. Report number 8010047-2015-00286.

Event description:
Olympus medical systems corp (omsc) was informed that, during a laparoscopic resection of a rectum cancer, the subject device was used. The ptfe pad of the 1st tb-0535fc was deformed. Although he exchanged it with the 2nd tb-0535fc (the subject device) and continued the procedure, he felt a slight discomfort. He withdrew the device from the surgical field, and confirmed that the probe of it had a crack. When the user touched the probe, it broke off. The procedure was completed with another similar device. There was no pt injury reported. This is one of two reports.